Event description:
It was reported that a physician is concerned with device charge times reaching 9.6 sec and believes there may be a reason to explant/replace devices when they reach that threshold. Information has been provided for device charge times and replacement recommendations. No devices have been reported to have been explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.